Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the caller in resetting the pump, ensuring that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which the caller acknowledged and understood.